Manufacturer narrative:
Technician found the head of bed was drifting down overnight. Isolated the problem to bad valve assembly. Replaced the valve assembly to resolve this issue. Bed located in bed shop.

Event description:
Information alleged that the head of bed was drifting slowly down overnight. No injury reported.